Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving shocks. Interrogation confirmed three shocks had been delivered due to noise. Programming changes were made to disable tachy therapy preventing further inappropriate shocks. A chest x-ray confirmed externalization of the right ventricular lead. A follow up in clinic revealed no noise but there was an increase in capture thresholds and a considerable increase in impedance while sensing was stable. The physician planned to cap the lead and replace the rest of the system electively. The patient was awaiting explant. No further information was available. The patient was stable.